Manufacturer narrative:
D1 (brand name) has been updated. E4 (reporter also sent report to FDA?) Has been updated to "unknown." Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in an 87-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage c. The patient had a past medical history significant for prior CABG, coronary artery disease of unknown extent, and diabetes mellitus. The patient underwent coronary angioplasty with ptca and stent placement to the lm, lad, lcx, and svg, with intravascular ultrasound guidance, and required hemodynamic support. During post-procedural management, nursing staff contacted the care team proactively to report a decrease in hemoglobin to 7.5, with a plan to transfuse blood products. A small ooze was noted from a pelvic access site; however, no dressing changes were required on the day of reporting. The patient subsequently received a blood transfusion. The patient experienced a major bleed requiring blood transfusion. After a comprehensive review of the available information, the reported event is consistent with known risks associated with large-bore femoral arterial access, anticoagulation, and underlying comorbid conditions. The patient survived.